Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for evaluation. During inspection and testing, the reported image issue was confirmed. The device evaluation found that the cable had multiple kinks and was severely buckled. Cable replacement was recommended. Based on the investigation and available information, the image issue could have been the result of the damaged cable; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the hd 3cmos autoclavable camera head, the image was initially visible and suddenly disappeared. The reported issue occurred during a therapeutic procedure (knee arthroscopy). The procedure was delayed fifteen minutes and completed using a similar device. There were no reports of patient harm.